Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant the patient had a collapse episode at the hospital. Upon interrogating the device it was noted that rhythm correlated with the collapse, the episode showed antrioventricular block, and there was a failure to capture an underlying escape rhythm, resulting in pacing inhibition. An x-ray showed that the right ventricular (rv) lead had dislodged. A rv lead repositioning procedure took place. Upon re-opening the pocket it was noted that the suture were loose and could have been the root cause of the lead dislodgment. Upon attempting to reposition the rv lead low r wave amplitudes were seen. The rv lead was then positioned into the septum where an ablation procedure had taken place with similar measurements recorded. The physician elected to leave the lead implanted in this position as the same measurements were obtained in various positions. No additional adverse patient effects were reported.